Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had high capture thresholds and high pacing impedance. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.